Manufacturer narrative:
Investigation conclusion: the returned device stablepoint was analyzed it confirmed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint, therefore, the reported complaint is confirmed. Suspect medical device updated based on device returned.

Event description:
It was reported that a stablepoint catheter was selected to be used in a procedure, however it was noted during unpacking that the irrigation connection was broken.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the stablepoint catheter irrigation connection was broken.